Manufacturer narrative:
This report is submitted on may 18, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with topical antibiotics (date and duration not reported).